Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for a broken weld on the side frame. The underlying cause could not be identified.

Event description:
The dealer stated the left side frame is broke at a weld.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated they were checking the chair today and the patient stated the chair felt wobbly. The dealer stated the left side frame is broke at a weld. No injury or property damage was mentioned to the dealer.